Manufacturer narrative:
The event unit was not returned for evaluation and therefore, could not be tested. In the absence of the subject device, it can be difficult to determine the root cause. All inzii® retrieval bags are 100% inspected during the manufacturing process and was therefore likely conformant. Engineering was unable to replicate a prong falling off with a representative device under normal conditions. Although the root cause of the experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Lymph node removal - "this event has occurred twice. Upon retraction of the plunger (to close and remove specimen), 1 metal prong fell off." Patient status - unknown.